Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving unknown drugs via intrathecal infusion pump for intractable spasticity and spinal cord injury. It was reported that the patient¿s pump had stalled. The rep wanted to know if the pump could be programmed out of the stall. It was reviewed that you can¿t unless it was telemetry mode. The rep stated they were heading to the patient to see why the pump stalled and if there was any emi, MRI, or magnets involved. The rep called back and reported that the pump was currently being replaced. The rep asked about programming a priming bolus and it was reviewed. Discussed sending the pump back for analysis. Simple continuous programming was also discussed.

Manufacturer narrative:
E1 was updated/corrected to include the initial reporter's name and contact information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. Regarding the cause of the motor stall, it was noted as having been idiopathic. The company representative had asked to take the explanted pump back to the manufacturer but was told that it must go to pathology first. It was further noted that the hcp would then contact the company representative when the pump was ready to be released. The information was noted as having been confirmed with the neurosurgeon. The patient¿s weight was unknown.